Event description:
A call was received through technical services reporting the lead was showing high impedance, an increasing number of non sustained tachycardias, high capture thresholds, and lack of capture pacing. The pace/sense lead was capped and presumed fractured. The patient had an old capped pacing lead that tested well and was used. When the physician had opened the pocket, he noticed a suture through the 6949 lead. No patient complications were reported as a result of this event. Additional information received reported lead impedance variability and a svc fracture. The entire lead was replaced.